Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during a stone removal procedure. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". The complainant reported that there were no issues noted with this device, however the device was returned to bsc. Upon inspection the device was noted to have side car pushback out of specification. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual examination of the returned device found the basket retracted/closed. The side car-rx was found torn at the proximal end and presented pushback out of specification. Evaluation concluded that the condition of the returned device was consistent with the complaint incident of side car-rx pushback. Per the event information, the issue was noticed during the procedure and inside the patient. Therefore, the most probable root cause of "operational context" is selected for the complaint.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a stone removal procedure. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". The complainant reported that there were no issues noted with this device, however the device was returned to bsc. Upon inspection the device was noted to have side car pushback out of specification. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.